Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# njd187794n, product type: programmer, patient. Product ID: 3889-28, lot# va09r5m, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation. The patient was seeing a ¿call your doctor¿ icon and a power on reset (por) condition. The patient first saw the por screen when she wanted to check her therapy status ¿last night.¿ the patient noted that therapy still appeared to be effective for her and she could feel stimulation. A week later it was reported that the patient received assistance and her concerns were resolved on (B)(6) 2013 during an appointment. However, the patient still had more concerns regarding the device or therapy and had sought further help. The patient had an appointment scheduled for (B)(6) 2013. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #300420917 8-2013-21253 as the patient had the device recently repositioned due to pain.